Event description:
According to the available information the device was found deflated and had a tear in the well inflated balloon to the correct volume. The problem occurred twice.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report. B3: estimated date.